Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship the reported device, used in treatment, was received for evaluation and forwarded to the supplier for additional investigation. There was a relationship found between the returned device and the reported incident. A visual inspection found the ball joints has wear and tear. A functional evaluation confirmed the complaint and determined the cause to be from normal wear and tear that is the result of frequent use during this items service life. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a surgery the hip distractor ball all joint cannot hold the boot-leg in the position. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.